Event description:
It was reported that the crosslink's center locking nut was broken during final tightening. The implant was removed and replaced with no complications. No pt complications were reported.

Manufacturer narrative:
Device was not returned to the MFR for evaluation. Unable to determine cause of the event.